Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right external iliac artery. A 8.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during fist inflation at about 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.